Event description:
The operator closed the arteriotomy with the close 6 s device following a diagnostic procedure. The operator placed the suture trimmer on the sutures to advance the knot and cut the suture. The suture did not cut. When the operator removed the trimmer from the groin, they noticed that the most distal black tip was missing. A vascular surgeon was consulted who advised against retrieval. No further injury to the patient occurred.